Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no sample requested for this complaint has become available. Without a sample we cannot progress our investigation or confirm the details supplied in this complaint. Based on the description provided, unfortunately we are unable to confirm the exact fault with the dressings. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the film has low adhesive.